Event description:
The facility reports a patient was in the process of being raised with the lifter when the locknut that attaches the scale to the boom came out. The scale, cradle, and patient fell to the floor. The patient was sent to the local ER for a medical exam. No details regarding injuries were released.

Manufacturer narrative:
The problem pertains to the locknut that serves to secure the spreader bar adaptor. Three bolts secure that section and those bolts cannot be loosened at the same time. If the incident happened as described by the client, signs of loose and/or missing bolts should have been easily identified. A safety advisory notice was sent to the client and a technical advisory notice was sent shortly thereafter. It was recommended that customer have this product and all similar products inspected and repaired by a qualified technician, as per the tan, and that these actions be recorded.